Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash that was broken out and bleeding on their back. The patient was also reported to have a fungal infection. The patient's nurses had been putting lotion to ease the irritation. The patient's doctor advised the patient to use a cream on the irritation. There is no indication of a device malfunction related to the irritation. The patient's medical outcome did not improve.